Event description:
Caller states the pt tested 2.8 inr on the coaguchek xs system while a comparison lab returned as 1.9 inr. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in another country.